Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 60 mg/dl. The customer took some glucose and the bg level has since returned to the target level. The customer indicated that the basal setting needed to be adjusted. The customer was working with the healthcare provider with the adjustment.